Event description:
Adverse event(s): "redness" (red eye(s)); "irritation" (irritation); "tearing" (tearing, excessive); "paracentral epithelial defect" (no information); "3.0 x 3.0 mm infiltrate with inferior thinning" (corneal infiltrates); "1-mm hypopyon" (hypopyon); "coagulase-negative (B)(6)", "paecilomyces keratitis" (infection, fungal); "paecilomyces keratitis and keratic precipitates" (keratitis); "70% corneal tissue loss" (optical tissue, breakdown of); "fibrinous reaction in the anterior chamber" (inflammation); "iop was 44 mm hg" (intraocular pressure rise); "deep stromal infiltrate" (infiltration of tissue); "endothelial plaque" (no code available); "perforated ulcer" (corneal ulcer). Product problem(s): "none reported" (no info). In a literature report by elvin h. Yildiz in cornea 29 (5) may 2010, an ophthalmologist reported (B)(6) male soft contact lens wearer who presented to the emergency room with a 1-day history of a corneal abrasion in the left eye. He reported the pt's chief complaint was redness, irritation, and tearing. On examination, the ophthalmologist noted the pt's bcva was 20/70 in both eyes and biomicroscopic eval revealed a 1.5 x 0.5mm paracentral epithelial defect. He stated the pt was started on an ophthalmic antibiotic drop every hour and bacitracin/polymyxin antibiotic ointment at bedtime. One week later, the ophthalmologist noted that the epithelial defect had partially healed, and the antibiotic drops were tapered. The ophthalmologist reported the pt returned 2 weeks later and his visual acuity was 20/200 os and a 1.4 x 1.1mm epithelial defect surrounded by a 3.0 x 3.0mm infiltrate with inferior thinning, and a small hypopyon were present. The ophthalmologist reported corneal scrapings were performed for smears and cultures and all medications were discontinued. One day later, he reported the cultures showed very light growth of mold and coagulase-negative (B)(6). The ophthalmologist started the patient on a topic antifungal medication every 1 hour, antifungal medication pills 2 times daily, and an ophthalmic antibiotic 4 times daily. Two weeks later, the ophthalmologist reported the fungal identification was reported as paecilomyces species. The ophthalmologist stated after initial improvement, there was subsequent worsening on the same treatment 2 weeks later with 30% tissue loss and fibrinous reaction in the anterior chamber. He stated the intraocular pressure (iop) was 44 mm hg and dorzolamide hydrochloride-timolol maleate 0.5% to 2% eye drops and brimonidine tartrate 0.15% eye drops twice daily were added. The ophthalmologist reported five days later, a deep stromal infiltrate with 70% corneal tissue loss, and endothelial plaque, keratic precipitates, and a 1-mm hypopyon were noted. He noted the iop was 44 mm hg. The ophthalmologist reported repeat corneal scraping was performed and three days later, slit lamp examination demonstrated less anterior chamber reaction and a stable ulcer. He noted results of antifungal susceptibilities of the first culture showed a minimum inhibitory concentration (mic) of 0.5 ug/ml at 48 hours for voriconazole. He noted the patient's iop was 36 mm hg and a carbonic anhydrase inhibitor tablets were added 4 times daily. The ophthalmologist reported two weeks later, slit-lamp examinations revealed a perforated ulcer with a flat anterior chamber. He stated an isobutyl cyanoacrylate glue was applied, a bandage contact lens was placed, and an antibiotic ophthalmic solution was added. The ophthalmologist reported one day later, the anterior chamber had reformed, the infiltrate did not extend beyond the glue, the bandage contact lens was in place, no hypopyon was present, and the iop was 20 mm hg. The ophthalmologist stated at the last f/u visit, 3 weeks after glue application, the visual acuity was 20/200 os, the bandage contact lens was in place, the infiltrate was less dense, the glue was gone, and iop was under control.

Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested by phone on 06/22/2010. Citation: yildiz, e.h., ailani, h., hammersmith, k.m., eagle, r.c., rapuano, c.j., and cohen, e.j. (2010). Alternaria and paecilomyces associated with soft contact lens wear. Cornea, 29(5), 564-568. (B)(4).